Event description:
On (B) (6), 2010, the healthcare professional/reporter, a nurse, in the (B) (6) contacted lifescan (lfs) to report the pt obtained inaccurately low readings using the one touch ultra test strips with the abbott optium xceed meter. The technical service representative (tsr) contacted the reporter several times to obtain and verify info; however was unable to reach her by telephone. The sr. Medical surveillance specialist classified the complaint based on the info originally provided. On (B) (6), 2010, the pt obtained the blood glucose readings of 'between 5.0 mmol/l and 9.0 mmol/l' by inappropriately using the reported test strips in the optium xceed meter. Afterwards, the pt 'became ill' and hyperglycemic; specific symptoms were not provided. The pt was admitted to the hospital, where her blood glucose level was tested to be 'in the mid-teens mmol/l'. The pt was treated intravenously with insulin. It would have been helpful to determine the pt's specific symptoms, her expected blood glucose readings, her blood glucose level as tested in the hospital, her admitting diagnosis, her medication regimen, the lot number of the ot ultra test strips in use, how long she had been using the ot ultra test strips with the incorrect meter and how the pt obtained the test strips. Lfs provides validated recommendations for safe and effective use of lfs products, and the one touch meters incorporate error-trapping routines to protect the user from obtaining results with non-lfs test strips. The optium xceed meter has been shown to provide false results when used with ultra test strips. The pt used the reported test strips with another manufacturer's meter. The pt allegedly suffered symptoms suggesting severe hyperglycemia after obtaining low readings using the reported lfs test strips with the optium xceed meter, and receive emergency medical attention and treatment with insulin. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.